Manufacturer narrative:
(B)(4). This complaint for a report of a system error (se) 2240 and was determined to be use error, due to the home patient (hp) disconnect. Per the baxter homechoice operator's manual, users are instructed the correct disconnect and reconnect procedures. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in line) during dwell on the home choice (hc). The technical service representative (tsr) determined the home patient (hp) had to disconnect during dwell and then the hp stated when she connected it said drain. The tsr explained the reason for the alarm. The tsr advised the hp to dispose of the current supplies and start over with all new supplies. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.